Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient inserted a sensor, and when it was removed, the electrode was missing. There was concern that it may have broken off underneath the skin, but the patient stated that it didn't feel like it did. Advised to monitor, and return the sensor for analysis. Nothing further was reported.